Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported a battery lasted less than expected. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue using the device and the device will be returned for product analysis

Manufacturer narrative:
The pump passed the self test, displacement test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours and no unexpected low battery life or low battery alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The loaded voltage (loaded vlith) and the unloaded voltage (unloaded vlith) display at the power graph management tool shows abnormal behavior. No alarms or alerts noted during the testing however, insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 02:07:13.000 (B)(6) 2023 16:27:19.000 (B)(6) 2023 16:51:11.000, 10/04/2023 17:01:00.000 power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 09:19:15.000 (B)(6) 2023 13:13:50.000 (B)(6) 2023 17:03:09.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2023 02:00:00.000 (B)(6) 2023 03:00:00.000, (B)(6) 2023 03:10:00.000 (B)(6) 2023 11:00:00.000, (B)(6) 2023 11:10:00.000, (B)(6) 2023 16:00:00.000, (B)(6) 2023 16:10:00.000 (B)(6) 2023 10:02:00.000, (B)(6) 2023 17:00:00.000 replace battery now alarm was recorded and found in the formatted history file on: (B)(6) 2023 03:31:00.000, (B)(6) 2023 03:41:00.000 (B)(6) 2023 11:31:00.000, (B)(6) 2023 11:41:00.000 (B)(6) 2023 10:33:00.000 insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data, power loss alarm and replace battery alert/replace battery now alarm unloaded vaa voltage (battery voltage) are good. The customer is using a good battery. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 2 was installed in a test pcba 1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump failed the sleep current measurement. The pump had a high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 05-oct-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. A high sleep current measurement (unexpected battery power loss), low battery life or low battery alert, power loss alarm and replace battery alert/replace battery now alarm were confirmed suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.